Event description:
Customer reported diminished battery life, requiring more frequent charging every three days. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, and no additional information was obtained.